Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The sense a cable conductor resistance reading measured higher than normal, indicating a fractured or broken conductor. X-ray showed a fractured sense a cable conductor approximately 25 mm from the terminal end. It was noted a bend with a tear in the terminal boot at the fracture site. Fracture characteristics are consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that, this electrode was explanted and replaced due to fracture that cause noisy signals. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode was explanted and replaced due to fracture that cause noisy signals. No additional adverse patient effects were reported.